Event description:
It was reported that the patient experienced peritonitis, manifested by the patient not feeling good and having pain, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with unknown antibiotics and was discharged from the hospital 6 days later. The patient was reported to have improved. Additional information was requested, but is not available at this time. This is report 1 of 3 for this event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot number(s) h13d15062, h13f10118 and h13f12114 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, (B)(4).